Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg)meter. The sensor was inserted into the abdomen on (B)(6) 2019 . Data was evaluated and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported. The reported glucose values fall within the d zone of the parkes error grid.